Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller states he was in a severe wreck and the unit stopped working so they removed the ins. Pt states he needs an MRI/ CT because he might have another ins placed and the facility needs the information. Pt states he still has the leads on his spine. Pt states the ins was removed one year ago because the machine stopped working, pt states he was thrown 100 yards out of windshield and was in the hospital almost a year. Pt states he wasn't able to charge the ins or do anything. Pss reviewed guidelines and directed pt to have hcp call into technical services for questions, pss provided number. Wife of patient got on the line as well and reviewed an hcp who they are seeing and an hcp who is supposed to be trying to get a new ins placed. Caller states the problem before they can do anything the pt needs MRI. Patient services (pss) reviewed guidelines as they still have leads in would only recommend a brain scan. Caller states they need to do his spine as the old leads have traveled and are closer to the spine and the hcp are concerned if they go in might cause more medical issues and want to prevent anything from happening. Caller states they had a (B)(6) come to hospital and said ins wasn't good anymore and had started shifting so they found someone to take out because of the pain he was having. Caller states they want a dr now to alleviate the pain now.

Manufacturer narrative:
Product ID 977a160 lot# serial# (B)(4) implanted: (B)(6)2014 explanted: product type lead product ID 977a160 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 26-aug-2018, UDI#: (B)(4); product ID: 977a160, serial/lot #: (B)(4), ubd: 26-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he was in a bad car wreck 5 months ago and he needed the implant checked. The patient noted that his previous managing healthcare provider (hcp) dismissed him. The patient reported that his vehicle had flipped four times and he was thrown out of the windshield. The patient noted that this occurred in (B)(6) 2017. The patient reported that he was in the hospital for two months due to the car accident and confirmed that he didn't charge the ins during that time. The patient also reported that it ¿hurts real bad¿ when he charged the implant, but also said that he¿s not been able to charge the implant since being released from the hospital. It was reviewed that the ins was likely overdischarged. Additional information was received from the patient on 2019-10-22. The patient reported that he had the ins only removed on (B)(6) 2019 as it wasn't working anymore. The patient reported that he was told that they couldn't remove the leads as they were fused to his spine. No further complications were reported.